Event description:
It was reported that this recently implanted pacemaker reported an alert that was detected for right ventricular automatic threshold (rvat) test suspension due to low evoked response (ER). The last stored rvat test showed threshold of 0.4v (volts) at 0.4ms (milliseconds). The pacing output is currently programmed to automatic gain control (agc) at 3.5v at 0.4ms. It was also noted a recent right atrial automatic threshold (raat) test showed a loss of capture (loc) on the right ventricular (rv) lead. Further review was recommended. This alert will not retrigger until the device is interrogated with a programmer. Received additional information the pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) show non-sustained ventricular tachycardia (nsvt) events indicating possible rapid ventricular response (rvr) due to atrial arrhythmia. Further review was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.